Manufacturer narrative:
(B)(4). Risk analysis: an internal health hazard analysis (hha) covers the risk of an operator burning their fingers while using a sealsafe hand held sealer. While this failure did not occur in this reported complaint, the risk of injury is considered low in the hha, with a rare likelihood of occurrence. It does occur, the probability of injury as likely, however, the severity of the injury would be moderate (temporary but significant impairment, reversible). The reported condition was duplicated when sealing a tubing. The presence of an electrical spark was found when the upper and lower jaws of the sealer had came into contact during a sealing action. Corrective action: replaced the seal safe head with a replacement head provided by customer per mfg procedure. Performed and completed annual pm per mfg procedure. Internal lot/serial number reports show the machine has been in use with no further occurrences of the problem.

Event description:
This report is being filed as a result of changes to our MDR evaluation process. We continue to refine our MDR process to better align with current agency policy. We regret that this change has caused this MDR to be filed outside the required timeframe. The customer's tubing sealer was sparking, and they requested preventive maintenance on the sealer. The customer was unable to determine a specific procedure in which the reported failure was occuring, therefore, there was no donor info available.